Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room experiencing inappropriate high voltage therapy. Upon interrogation, the right ventricular lead exhibited noise. Review of the record indicated multiple noise episodes that caused detection but the device classified as noise and inhibited therapy. Lead revision was performed on (B)(6) 2018. A new lead was implanted. No further information was available.